Event description:
Caller reported being hospitalized for high bgs. Caller did not think that the pump was functioning correctly. Caller did not have the pump with her at the time of call. Mother declined to perform any trouble shooting and just wants the pump replaced per hcp. Nothing further reported.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test.